Event description:
On 6/1/94, a nursing assistant was removing a resident from the supine tub. While in the process, the resident started moving and slipped off the tube lift. The nursing assistant had only one safety belt out of three secured around the resident's waist. This allowed full movement of chest and leg areas allowing waist belt to loosen and resident to fall off the lift. Resident was sent to the hosp for x-rays and admitted with a right hip fracture. The facility did a visual, mechanincal and performance eval of equipment and determined that operator error caused the accident to occur, and not equipment failure. Operator was inserviced on proper bathing technique and safe equipment operations.